Manufacturer narrative:
Batch review performed on 18 april 2023: lot 2008571: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting pain due to the development of excess scar tissue. There was stiffness and pain in the knee. No pathology was identified. At 2 years and 1 month post primary the surgeon removed scar tissue and swapped the poly to one of the same size. The surgery was completed successfully.